Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The nurse reported via phone call that the doctor doesn't believe that the insulin pump is working. Customer was hospitalized with high blood glucose on (B)(6) 2016. Customer's blood glucose was 78 mg/dl at the time of the incident. Customer's current blood glucose is 477 mg/dl. Customer was being treated with an insulin drip. Customer had diabetic ketoacidosis. Customer was wearing the pump at the time of the emergency room visit. Customer's blood glucose runs lower at night after he works out. Customer was taken off the insulin drip and put back on the pump. Customer stated that he only inserts into his abdomen. Customer was advised to try different sites and follow up with his health care professional.